Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (B)(6) and a hakim peritoneal catheter (ID 823045) were implanted due to an unknown reason via a ventriculoperitoneal (vp) shunt on an unknown date at setting 2. During follow-up observation, obstruction was suspected. A contrast agent was injected, but it did not flow to the distal side of the device. Therefore, the device was explanted and replaced with a new device. According to information provided, it is unknown if the patient had any signs and symptoms due to the obstruction. It is also unknown when the explant date was.